Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the provided image does appear to exhibit a broken instrument tube adapter at the distal end of an mcs instrument, where the mcs tip accessory attaches to the instrument. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the sp monopolar curved scissors (mcs) instrument was found to have the fixing tip part damaged. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used the instrument for 30 to 40 minutes to dissect the myoma, and upon removing the instrument, the distal part of the mcs instrument was found broken outside the patient's body. The customer indicated that there was no tears or missing material observed on the 2 sp mcs tips that were returned. The instrument did not collide with any other instruments or other hard material during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter at the distal end. A piece approximately 0.113" x 0.07" in size was missing and not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.